Event description:
Dexcom g7 sensors are inaccurate and reading sometimes between 30 and 50 points too high and too low. I have used the system for 14 days and gone through 3 sensors, all of which have been deemed defective by dexcom. ¿ the first sensor was reading 30 to 50 points too high. - the second sensor would alert to low blood sugar of 55 and then throw an exception that the sensor isn't responding. This happened 1 time on the night of 9/7 at 2:37am and 2 times on the night of 9/8 at 12:19am and 12:45am. At no time was the sensor compressed, dislodged, or bumped. - the third sensor was 40 points too high when inserted and was calibrated (3 manual readings, 1 every 15 minutes over a 45 minute span). Then on the night of 9/9 at 9:47pm the sensor alerted a low of 59, compared to a manual test which showed a reading of 79, still 20 points off. On 9/10 at 10:03am the sensor alerted to high of 184 and manual reading was in normal range at 149. I've followed all of the guidance for calibration and discontinued use of acetaminophen completely to avoid any chance it interferes with the sensor. These inaccurate readings have led to me being over prescribed insulin and having in turn had dangerous hypoglycemic episodes. Patients are not being warned of the significant risk of inaccurate readings by this device and I fear that someone will be seriously harmed or die due to an inaccurate reading. Device code: 2459, 2460,1311. Patient code: 1912. Reference reports: mw5176026, mw5176027.